Event description:
Follow up for additional information on 08-jul-2021 by phone. No patient information will be provided for investigation.

Manufacturer narrative:
Other, other text: additional information b5 d4 catalog number d5 e4 h6 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that a smiths medical tracheostomy tube had a leak in it. This was found during intubation and the cuff was checked before the procedure. The user had to overinflate the cuff. The patient had 76% o2 saturation leading to respiratory distress. There were no other reported adverse events.